Manufacturer narrative:
Additional information provided in device evaluated by MFR, evaluation codes, and additional MFR narrative. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incomplete flap on a patient's left eye during a refractive procedure. Docking and suction steps were completed in the appropriate position. The laser pedal was pressed. Cutting was not completed on an area near the pupil center during the flap bed cutting. No problem was experienced in side cutting. Flap thickness was increased from what was planned. Procedure was attempted a second time. However, the case was postponed for photo refractive keratometry (prk) because the patient's flap could not be removed properly. No patient harm was reported.